Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter having difficulty aspirating and infusing is confirmed and was determined to be related to blood product build up inside the catheter. One 4 fr nxt clearvue groshong catheter with the two-piece connector assembled was returned for evaluation. An initial visual observation showed abundant blood use residues throughout the catheter, and the blood throughout the device clouded the clear portion of the catheter. During a functional test of flushing the catheter with water using a 12 ml syringe, the initial attempt to infuse water proved slightly difficult. More pressure was applied, and the catheter was patent to infusion; this flushing removed all the blood clotted inside the catheter. After the catheter was cleared of blood residues, the catheter was patent to infusion and aspiration. A microscopic observation revealed the valve length was within its specifications. Blood was also observed exiting the valve during the primary flushing of the catheter, and a microscopic observation of the catheter post-flushing revealed it to be clear of blood residues. The complaint of a catheter proving difficult to infuse and aspirate is confirmed and was determined to be related to coagulated blood products occluding the catheter. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that the patient had a groshong catheter implanted via the right basilic vein and the catheter was secured in the suture wing on (B)(6) 2023. On (B)(6) 2023, infusion was difficult. Therefore, securement of the suture wing was loosened. When blood return was confirmed, blood could not be aspirated smoothly. There was no reported patient injury.

Event description:
It was reported that the patient had a groshong catheter implanted via the right basilic vein and the catheter was secured in the suture wing on (B)(6) 2023. On (B)(6) 2023, infusion was difficult. Therefore, securement of the suture wing was loosened. When blood return was confirmed, blood could not be aspirated smoothly. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A batch history review (bhr) review is not possible, as no manufacturing lot number has been provided by the complainant.